Event description:
A malfunction on the pump was reported by the caller, with no notable events occurring prior to the issue. There was no reported adverse impact to the customer¿s blood glucose level. Technical support provided the caller with pump reset information and assisted in resetting the pump. The malfunction did not recur, allowing the customer to continue using the pump. The customer was advised to call back if the issue reappeared, and they acknowledged this guidance.